Event description:
Additional info was received via the abbott international affiliate as follows: initially it was reported that an "extension set" came apart. It has been clarified that it was a primary set that had been in use for one day before the incident occurred. It was reported that "the set came apart below one of the lower ports," where the tubing comes out ot the y-port. The nurse noticed the bleeding from the pt's central line during a "routine observation" and clamped off the line. It was reported that there was blood loss but "no significant amount". It was reported that air did not enter the central line. The pt was receiving tpn 80ml/h for nourishment. It was reported that there was no decrease in blood sugar and no adverse effect to the pt.

Event description:
Report received from abbott international (abbott-canada) which states "extension set had come apart below the y-site and there was a question of the pt bleeding from the unattached central line. A pt was receiving tpn when the incident occurred. The line separated during quiet time. The administration set was changed and the pt completed receiving the tpn prescribed. There were no side effects or medical interventions reported due to the tubing separation." Additional info was requested, but no further info was available.